Event description:
Pt receiving out pt paracentesis. Pa inserted yueh catheter and when connecting it to the suction tubing, catheter broke off at the hub. Catheter was extending out of pt's abd and pa was able to use guide wire to removed broken product and place new catheter. No harm to pt. FDA safety report ID # (B)(4).